Event description:
It was reported that the patient discovered that their basal rate setting appeared incorrect. It was showing 0.9 units instead of 0.5 units. Additionally automated mode of the system was not available either. Blood glucose levels were reported to be 248 mg/dl. Medical treatment was not required. It was suggested to the patient to speak with their healthcare provider to review their settings, to ensure they are all correct.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006.s938usqsacze1. Hardware: sm-s938u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.